Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported that the patients ipg became inoperable. It is unknow if it prematurely depleted. As a result, the ipg was replaced to address the issue.